Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e433 was due to a faulty high voltage power supply (hvps) board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the generator reboots and shows an e433 error message. There were no reports of patient harm.

Manufacturer narrative:
No further information was able to be provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the high voltage power supply (hvps) board was burned and needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.